Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the image went dark for a number of frames (mm of pullback) and then returned. It was presumed that the image dropout was caused by microbubbles. The procedure was completed with the original device. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results summary: the complaint device was reportedly disposed of and not returned for analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.